Event description:
The event is reported as: the customer alleges that one of the connectors was broken. This issue was noted while preparing for intubation.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.